Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. During a system check the pump performed as intended and air bubbles were observed in the infusion set tubing. The load fill tubing process was performed and the air bubbles were successfully removed. The customer's blood glucose level was 199mg/dl.